Event description:
In late 2008, this patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm with chronic aortic dissection. Follow-up images (date unknown) demonstrated a continued leak in the false lumen. A type I endoleak and aneurysm growth were observed. In 2009, a reintervention occurred whereby two unknown renal stents were placed to close the false lumen. The event was not resolved and the aneurysm continued to grow. Three weeks later, the patient underwent open repair of the abdominal aorta to resolve multiple fenestrations and an unknown vascular graft was placed in the infrarenal aorta. Intra-operatively, the aorta was clamped above the celiac artery. At an unknown date, it was observed that the clamping of the aorta during open abdominal repair may have caused aortic damage causing the leak into the false lumen to increase. Approx two months later, the patient was converted to open repair. The patient tolerated the procedure. The device was discarded at the facility. No images are available. No further test or laboratory data were provided to gore.

Manufacturer narrative:
Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Conclusion - a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.